Event description:
The patient contacted baxter's technical service center regarding a high drain 105 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use. The technical service representative (tsr) advised the patient to return the pro card to the peritoneal dialysis registered nurse (pdrn) to review the programming. The patient would perform continuous ambulatory peritoneal dialysis exchanges until they spoke with their pdrn. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported high drain 105 alarm. The rn stated he was aware of the alarm and that he believed it was related to the patient not having her weight set correctly. The rn stated he programmed their pro card and everything has been fine. The rn did not believe the patient was overfilled. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products. No further information was available.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during device evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. Baxter also received and evaluated one concomitant cassette sample in reference to the increased intra-peritoneal volume (iipv). The set was placed on machine for priming and ran with no alarms noted. The set was pressure tested with no leak noted. No manufacturing abnormalities were noted during visual inspection. The iipv was not duplicated during concomitant medical product evaluation. This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to use error, the tidal ultrafiltration (uf) removal being set too low. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.